Event description:
It was reported that the device was alarming with downstream occlusion alarm and underdelivered. No patient injury was reported.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol(B)(4), as a result of warning letter cms# (B)(4) please disregard the initial report submitted with the MFR number: the report was submitted in error., corrected data: corrected information provided in h10.